Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure performed on (B)(6) 2019. Reportedly, the patient had a previous stomach bypass, and the stent was being used for anastomosis between the two stomach walls. According to the complainant, during the procedure, after the first flange was deployed, the stent lock failed to lock, and the second flange of the stent prematurely deployed. The stent was unable to be repositioned to the correct position. The stent was removed from the patient using forceps, and a second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok and stable. Note: the stent was being implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract.

Manufacturer narrative:
Block h10: block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: device code 1484 captures the reportable event of stent prematurely deployed. Device code 1384 captures the reportable event of stent lock failure to lock during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. Block h10: investigation results: the returned delivery system of an axios stent was analyzed and a visual inspection noted that the stent was not received. The stent deployment hub was returned in step 2. The catheter hub was in its original position and the catheter lock was in the unlocked position. A functional evaluation noted that the catheter control hub was advanced and retracted with no resistance. There was no difficulty to lock or unlock the catheter lock, as well as, no difficulty to lock or unlock the stent lock. The stent deployment hub was moved no resistance. No other issues with the device were noted. Based on the condition of the returned device, the reported event could not be confirmed. There was no difficultly to lock or unlock the stent or catheter locks. A labeling review was performed, and from the avalable information, there was evidence that the device was not used in a manner consistent with the directions for use (dfu)/ product label. Per the dfu, "the hot axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract", however it was reported the axios was attempted to be placed transgastric to the stomach. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction impacts the performance of the axios. Most likely procedural factors such as the handling of the device and normal procedural difficulties encountered could have possibly affected the device performance and its integrity contributing to the reported issues. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: block e1 (initial reporter last name) has been corrected from "pachofszky" to "(B)(6)

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure performed on (B)(6) 2019. Reportedly, the patient had a previous stomach bypass, and the stent was being used for anastomosis between the two stomach walls. According to the complainant, during the procedure, after the first flange was deployed, the stent lock failed to lock, and the second flange of the stent prematurely deployed. The stent was unable to be repositioned to the correct position. The stent was removed from the patient using forceps, and a second hot axios stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok and stable. Note: the stent was being implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or the biliary tract.